Event description:
During a routine thrombectomy procedure using a fogerty latex balloon catheter, the surgeon indicated that the catheter tip was detectable through the skin of the pt's left thigh. The area was dissected and the surgeon stated that the wall of the graft had been compromised in this area. The affected portion of the graft was replaced by an interpositional graft. The pt is doing fine.